Event description:
Pt was implanted with porous/smooth pe sheet w/ti mesh. Post op x-ray showed good position. Pt returned to hospital complaining of vision loss in the left eye. A post op CT scan revealed good plate position and a hematoma in the left orbit. Surgeon removed the implant.

Manufacturer narrative:
Synthes is unable to determine the manufacture date without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.